Manufacturer narrative:
The date of the event onset was reported as ¿3 - 4 weeks ago¿. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event. The patient was treated with unspecified medications (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unknown date, the patient's pd catheter was removed and the patient was switched to hemodialysis. The patient's recovery status and outcome of the event were unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.